Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed.

Event description:
On (B)(6) 2013, it was reported that the display on the patient's infusion device was defective. The patient stated that some of the segments on the display were missing causing her to not be able to read all the needed information on the display. The patient changed the batteries in the infusion device, but the segments of the display were still blank. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.